Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a distributor via email that an ar-4501 meniscal clinch ruptured when it was inserted through the soft tissues of the knee, making it impossible to suture the meniscus. This resulted in the surgeon withdrawing it. This occurred on (B)(6) 2021 during a suture meniscal knee procedure. The procedure could not be completed.